Manufacturer narrative:
The screw only will be available for further investigations. On 23 june 2017, the medical affairs director performed a clinical evaluation and commented as follows: radiographic images provided show the presence of a loosened insert fixation screw, 2,5 years after primary surgery. This event may be caused by insufficient tightening torque but the real cause can't be determined. Immediate removal is strongly recommended. During surgery visual inspection of the articular surfaces can be performed in order to evaluate possible damages. No negative consequences should be expected for the insert fixation in absence of the safety screw. Batch review performed on 06 july 2017. (B)(4).

Event description:
The screw of the poly was going out. The surgeon just removed the screw.